Manufacturer narrative:
Upon further evaluation, service found the universal cord had a wrinkle, the angulation was out of specification due to wear of the angle wire, the switches did not work, the insertion tube had a dent, and the coating was cracked. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for use, there was an image error, angulation malfunction, and the scope switch was not working. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed error code b30 (scope communication error) with no image displayed, and found it was due to failure of the charge coupled device (ccd) unit. This report is being submitted for the malfunction found by service during the device evaluation (b30 error/faulty ccd unit). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
The customer later reported the event occurred during an unspecified diagnostic procedure. The procedure was completed with a similar device and confirmed there was no impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to device handling such as physical stress was applied to the distal end from outside, system ground wire was not connected, the system power on the scope connection was engaged and disengaged, or dirt, moisture, and others are attached to the connector contact section. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (operation manual) states. Important information please read before use: precautions: ¿do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety.¿ ¿turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.